Manufacturer narrative:
The reported used device was returned to conmed for evaluation. A r&d engineer visually inspected the device and determined this was a sleeve failure. There was evidence of the bur tip making contact with the hood, which is likely caused by excessive force applied to the device while in use. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 12 similar events have been reported for this product family. (B)(4). There have been no prior complaints against this specific lot. A risk analysis was performed and this failure is deemed acceptable. The customer is advised of the following warning and precautions set forth in the instructions for use. -do not apply excessive loading on the shaver blade or bur. -excessive force can cause damage to the device including permanent deformation. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that the head of a hps-hb13 bur broke off during a hip procedure. The bur head was retrieved from the surgical site using graspers and the procedure was completed as intended with a 10-minute surgical delay. As reported, this incident had no consequence to the patient. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.